Manufacturer narrative:
Occupation: occupation was lay user/patient.

Event description:
The initial reporter received questionable results from coaguchek xs meter serial number (B)(4) compared to a laboratory using an unknown reagent. At 10:00 am, the laboratory result was 2.2 inr. At 11:30 am, the meter result was 3.5 inr. On (B)(6) 2019 at 8:35 am, the laboratory result was 3.0 inr. At 12:30 pm, the meter result was 4.3 inr. The doctor only believed the laboratory results since they were within the customer's range. There was no allegation of an adverse event. The therapeutic range was 2.5-3.5 inr. The customer was not anemic, was not on heparin, no direct thrombin inhibitors, no diet changes, no recent illnesses, and no signs of bleeding she had noticed knots underneath her skin but was not treated for it. The suspect product was requested to be returned for investigation. Replacement product was sent. The customer's meter and strips were received for investigation and were tested using quality control materials. Testing results: qc 1: 3.1 inr, qc 2: 3.1 inr, qc 3: 3.1 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (2.4 - 3.6 inr). All measurements were without error messages. The results alleged by the customer were not observed in the meter¿s patient result memory and the time/date was set incorrectly. Relevant retention test strips (lot 368871) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. No information was provided that would point to a cause for the result discrepancy.